Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer blood glucose level was 130 mg/dl. The customer was advised that the insulin will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent express bolus button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery out limit alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.